Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0063945. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii" closed IV catheter system was found broken after withdrawing the needle core. The following information was provided by the initial reporter, translated from (B)(6) to english: "the indwelling needle was operated according to the specifications. After withdrawing the needle core, it was found that the blood could not be returned and the liquid did not drop, so the indwelling needle was removed, and part of the catheter tube was found to be bent and broken."